Manufacturer narrative:
The implant remains in situ, and there are no plans for revision surgery. Radiographic images were provided and confirms the reported event. Radiographic imaging indicates subsidence of the cage. The lot number was not provided; therefore, a review of the device history record could not be conducted. Based on the information provided, the root cause could not be determined.

Event description:
During a postoperative follow-up visit, radiographic imaging revealed screw migration from the bone, resulting in anterior migration of the plate and expulsion of the interbody cage. This is report 2 of 2.